Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Patient information and initial reporter email were not available at the facility.

Event description:
It was reported that versacross connect access solution for faradrive was reported for use. During procedure, there was an energization sound, however, the puncture did not happened. Energization was attempted five times. The device was switched into ready mode. The device was replaced. The procedure was completed successfully by using different device, same model. No patient complication was reported.